Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors front response button trace was tore causing them to be non-functional. The root cause of the creased trace cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.